Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. Upon further inspection of the unit's interior, there was corrosion at the bottom of the battery board attached to the case. No hardware low level failures were found in the history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received beep anomaly. The customer¿s blood glucose level was unknown. Customer stated that they did not getting any alarms. Customer also reported that they did not hear beeps when audio volume settings were saved. Customer troubleshooting was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.